Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The caller alleged that there were air bubbles in the insulin cartridge, which resulted in hyperglycemia. The caller reported that due to the air bubbles in the cartridge she experienced elevated blood glucose levels. The customer attempted to lower blood glucose with insulin injections, without success. The customer received a blood glucose result of 500 mg/dl and called an ambulance. The blood glucose results and treatment provided by the emt's were not provided. At the hospital the customer was diagnosed with ketoacidosis and was treated with unknown infusions. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The customer's condition is currently stable.